Manufacturer narrative:
The patient is (B)(6). An event regarding shell loosening involving a trident hemispherical cluster shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the shell loosened so the surgeon revised.

Manufacturer narrative:
It was noted that the device, medical records, x-rays and patient information would not be provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the shell loosened so the surgeon revised.